Event description:
It was reported that the patient presented remotely via (B)(6) with the right ventricular (rv) lead exhibiting high defibrillation impedance. No interventions were reported. The patient was stable.